Event description:
An occlusion alarm occurred, followed by a malfunction alarm. The customer¿s blood glucose level did not exceed 500 mg/dl. The customer reverted to multiple daily injections (mdi) as a backup therapy, and a new replacement pump was sent by cts. Instructions for storage mode and return of the problematic pump were provided, and the customer acknowledged and agreed to the steps for receiving the replacement pump.